Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the drill was displaying 3-5 millimeters (mm) medial on both levels during a open t4-t5 fusion. The surgeon checked accuracy with passive planar probe which displayed 5+ mm deep. They used CT-fluoro registration. The guidance system was aborted and the site proceeded with navigation. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.